Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, additional information and correction. Updated fields: d8, h2, h3, h6, h11 corrected fields: e1 the device was returned to olympus for inspection, and the reported failure was not confirmed. The investigation identified the following reportable malfunction: the control unit was dirty. A root cause could not be identified. Based on the results of the investigation, it was likely that the most probable cause was could not determine and additionally for control unit is dirty due to water leakage most probable cause could not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an image noise. The issue occurred during inspection for use. There were no reports of patient involvement.